Event description:
Customer reported via phone call to have received threshold suspend when blood glucose was not low. Customer reported that insulin suspended at 60 mg/dl when blood glucose was actually 80 mg/dl. Customer was educated on preventing calibration error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.